Event description:
Report 2 of 3 received of a tubing split during power injection occurring within the last three weeks. The patient was scheduled for a c of the abdomen and pelvis. A medrad power injector was connected to the extension set. The power injector settings were unspecified. The event occurred approximately 40-50 seconds into the infusion. The tubing ruptured "at the end" of the extension set after approximately 75% of the omnipaque contrast had been delivered to the patient. The procedure was completed and did not need to be rescheduled. The customer stated that the injection was "not ideal:" however, there was no delay in diagnosis or treatment of the patient. Reportedly, the site was cleaned and the tubing was discarded. There were no reported adverse patient sequelae. Though requested, no additional information was provided.